Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional contacted boston scientific technical services. The health care professional reported that this device triggered a bd error that was identified in the latitude patient home monitoring system. It was reported that the patient had undergone non-device related surgery. The health care professional was informed that a stored data analysis would be completed. A review of stored data identified several magnet applications on (B)(6) 2018 associated with beeping tones from the device. The bd error was set on (B)(6) 2018. On (B)(6) 2018, an improved battery reading was seen which indicated recovery and a capacitor charge of 1350 volts at 9 seconds was completed. It was concluded that the bd error was caused by excessive magnet use on (B)(6) 2018 and the device battery has since recovered. The available information suggests that this device remains in-service. There were no patient adverse effects as a result of this event.